Event description:
It was reported by the clinician that a radiology technician used the tray on a patient and when he was cleaning up, he tried to remove the sharps locking cup from the tray. As he was pulling it out, the needle became loose and stuck him. He said the cup was "too secure" in the tray. Additional information received on 3/20/2009 from infection control rn stated the technician was tested for (B) (6) and was found to be negative. He was given a vaccination and is doing fine.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.